Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0. Controller 2.0 / (B)(4) / model #: 1420 / expiration date: 2018-04-30. UDI #: (B)(4). Return date: 2018-08-29. Device evaluation anticipated, but not yet begun. Mfg date: 2017-04-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a low flow alarm on their controller. The patient was asymptomatic but had a low flow reading. They performed a transthoracic echocardiogram (tte) and ordered a computerized tomography (CT) scan. They exchanged the controller and once that was done, the patient's flows returned to a more pulsatile waveform. It was suspected that the patient had a possible occlusion and low flows with their ventricular assist device (vad) which cleared when the patient had a pump stop during the controller exchange.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The pump was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual examination and functional testing. As a result, the reported flow estimation error could not be confirmed. The reported low flow event was confirmed via log file analysis which revealed a decrease in power consumption and estimated flows starting (B)(6) 2018, followed by a subsequent decrease in power consumption on (B)(6) 2018. 17 low flow alarms have been recorded since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible root causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Additional products: controller 2.0 / (B)(4). Device evaluated by manufacturer? Yes. If information is provided in the future, a supplemental report will be issued.